Event description:
Cystoscopy room #1 was not being used nor was it scheduled. Suddenly smoke began to come from the room and the oec uroview generator was readily recognized to be the source. Neither the uroview nor the generator was in use at the time, although the generator is in a constant state of being trickle charged. The power to the generator was cut off at the breaker and the fire dept was called. It was noted that one of the batteries had caught on fire and had begun to melt. The room was filled with smoke and ash and the generator has been damaged. Tests performed: the cover of the generator was removed and a visual inspection was conducted. Results of the tests: one set of batteries in one of the battery packs had caught on fire. Identified cause: device failure. Other pertinent info: 08/08/97-the identified cause was described as a compromised battery pack due to faulty mfg. Power sonic batteries are no longer used in their generators. No equipment was being used at the time of the fire. No pt was being exposed to any equipment at the time of its failure. The pt identifier used is an identifier used by co's sys to track the incident. The code "life threatening" was used as a result of co's requirement to report to florida's agency for health care administration any fire in the facility requiring fire fighter assistance. Any fire threatens the lives of staff and has the potential to be fatal.